Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the controller displayed an error message after a few minutes of activation. A new wand was opened and connected but yielded the same results. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.